Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): no anomalies found.

Event description:
It was reported that the patient felt the device had migrated laterally near the axilla interfering with arm movement and causing moderate discomfort. The device was explanted and replaced. No further patient complications have been reported as a result of this event.